Event description:
It was reported this lead was attempted implant. During the implantable cardioverter defibrillator (ICD) implant procedure, the physician was not able to extend the stylet through into this lead. Several attempts were made. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.